Event description:
It was reported that (1) pro46 was used during an unknown procedure. It was reported by the rep that the metal band came loose. That is all that is known at this point and will follow-up with more info as it becomes available.